Event description:
Paramedics attended to a person complaining of severe abdominal pain. While monitoring the pt's ECG during transport to the hosp, the monitor displayed the pt's rhythm as asystole and displayed the service indicator. The pt was checked and found to be asymptomatic. There were no adverse affects to the pt as a result of device use.